Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient injury reported.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: (B)(4).

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.